Manufacturer narrative:
The device was returned to the MFR and the quality investigation is still ongoing. A f/u report will be submitted if the investigation requires.

Event description:
It was reported that during a spinal procedure, the drill began running on its own while lying on a surgical prep tray. The drill tip cut through a surgical assistant's gown, contacting his arm. The skin was not punctured, and the surgical assistant was not otherwise injured. Back-up equipment was used to complete the procedure, without causing a clinically relevant delay. This event had no affect on the pt, and did not affect the outcome of the procedure. There was no user injury reported, and no adverse consequences alleged with this event.